Manufacturer narrative:
Tp27l-212116a0: we have performed a review of the batch records for the concerned lot number, which appeared to have been released in accordance with the product specifications. Corrected data: two medical experts were contacted to assist the injector in the management of this adverse event.

Event description:
According to the information received on 15-jul-2022, a patient was injected on (B)(6) 2022 with a rha 3 and rha 4 products in the nasolabial folds, cheeks, and marionette lines. On (B)(6) 2022, the patient started to experience an inflammatory nodule on the right cheek, at the base of the nose, which progressed to an inflammatory reaction in all injection sites, within 8 days. The patient also complained about induration of the skin in the nasolabial folds, marionette lines, and right cheekbone. In addition, the tear troughs (where the patient received an injection from a competitor in 2018), were reported to be very swollen. The injector suspected either a sarcoidosis, an inflammatory reaction (due to a vaccination or other inflammed sites nearby) or a granuloma, and performed a biopsy of the nodule. The patient was treated with antibiotics and antihistaminics and the injector was waiting for the results of the biopsy to prescribe a course of corticoids. As the injector requested medical assistance, two medical experts were contacted and both advised to use hyaluronidase in all affected areas and to treat the inflammation with a course of corticoids per os. Despite several follow up, the results of the biopsy were not shared with us. Further attempts will be made to obtain this information and monitor the evolution of this event.